Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retained samples from the bd inventory were functionally tested and the issue of insufficient blood flow was not observed as all tubes filled as expected. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was insufficient blood flow through the device. Patient 1 of 2. The following information was provided by the initial reporter. The customer stated: "during the sampling, reflux is present, tube inserted, blood advances in the tubing of 2 cm then stops. Tubes changed, blood still does not advance. Repeated a second time with a blue wingset with the same lot number. Again the same problem. 1 drop of blood arrived to the tube then stop. Tube changed again. Still no blood. Repeated a 3rd time but with a green wingset, no problem, tubes filled in a few seconds."